Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: part of the reported device was received for evaluation. There was no relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection of the returned device found that it is not in its original packaging. The anchor was not returned with the handpiece. The device show no signs of deficiencies. A functional evaluation could not be performed due to the condition in which the device was received. No relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. The complaint was not confirmed, and the root cause could not be determined. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a left ankle surgery, a 2.9mm drill hole was made, it was good hard bone all around but the bioraptor knotless anchor did not engage at all. It was manage to dislodge the implant from the handle but surgeon wanted to double check the strength of the anchor by pulling out the suture. The implant slipped out from the bone with the slightest tension applied. Finally, the surgeon proceed to manually stitch down the repair without any anchor. No significant delay and no other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.